Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the ¿down¿ arrow button was under responsive. It was reported that the keypad was undamaged, there was no evidence of moisture in the pump and no delivery issues was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts.